Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lock on mayfield modified skull clamp (a1059) was not working as intended. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Event description:
N/a

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: the returned unit was received with a competitor's 80lb torque knob that is missing pieces, and the lock had lateral and rotational movement due to residue build up. The unit was repaired, worn parts were replaced, general maintenance and cleaning were also performed. Root cause: the reported complaint was confirmed. Unit received with a competitor's 80lb torque knob that is missing pieces, and the lock has rotational movement due to residue build up. However, the definite root cause cannot be reliably determined, but the most probable root cause is improper handling/wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.